Event description:
Customer called lfs in 2002 alleging their fasttake meter would not power on. Per documentation: "customer went to the hospital due to their fasttake meter not turning on because they could not get a reading from their meter. Customer had reading taken at the hospital and doctor had their medication increased. Replaced meter."